Manufacturer narrative:
Date of event and implant date are estimated as exact dates are unknown.

Event description:
It was reported thrombus and possible stroke occurred. The patient underwent a left atrial appendage (laa) closure procedure and a watchman laa closure device was successfully implanted. The patient presented to a different facility for 45 day follow up transesophageal echocardiogram (tee). Two-three weeks prior, the patient had called the physician at the follow up facility complaining of left-sided weakness. Due to the patient being a poor historian, it is unknown when symptoms started or how long they have occurred. Computed tomography (CT) scan of the head and neck was unremarkable and magnetic resonance imaging (MRI) could not be performed due to the patient's pacemaker. Neurological exam concluded unilateral left-sided weakness. It was ruled the patient experienced a stroke, but it was unable to be confirmed. Tee performed showed smoke in every chamber of the heart. The watchman was seated in the laa without leaks, but looked hazy in some views. Lumonosity (contrast agent) was administered and showed a filling defect on the shoulder of the device which is indicative of thrombus formation. Patient was on pradaxa and baby aspirin at time of event. The physician thinks the patient may have an amyloid condition for which the patient will undergo testing. The patient went home after follow up tee. He has a future appointment with a neurologist and will start physical therapy.